Event description:
Information was received from a healthcare professional (hcp). It was reported that high impedances on electrode 3 and 4 were observed of 40000. The previous battery was read before surgery and measured impedances- all were normal. During surgery the lead was tested on the external neuro stimulator, all impedances normal. Cause of the high impedances is not known. Issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.